Event description:
Account is experiencing discrepant calcium results on pt samples. The incorrect results have not been used to guide pt therapy. The field service representative was unable to confirm any malfunction of the system.